Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 400 mg/dl at time of incident and over 250 mg/dl last 3-4 weeks. Customer declined troubleshooting for high blood glucose. Customer changed set but blood glucose was not goes down. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will not be returned for analysis.